Event description:
As reported during cardiac surgery (mitral valvuloplasty) for an adult patient, this oximetry catheter had large amount of blood leakage in addition to catecholamine and propofol leakage from the optical module connector. The patient's blood pressure dropped and vital signs became unstable due to this leakage. Vasopressor was administered and the patient was checked whether he contracted infection as additional treatment. No blood transfusion was required. The patient is a male and in his 60s. The extension tube of optical module connector was clamped with forceps to prevent the leakage since large amount of leakage was observed. The patient condition is recovered. The patient was transferred to a hospital ward from the ICU, and there was no allegation that the patient was transported from the hospital ward afterward. The device will be available for evaluation. November 19th 2025 updated: the patient condition is recovered. The patient was transferred to a hospital ward from the ICU, and there was no allegation that the patient was transported from the hospital ward afterward.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Customer report of leakage issue was confirmed. Blood was visible at optical module connector as received. Blood was removed during sample decontamination. Optic and kevlar fibers were removed from optic lumen for leakage testing of optic lumen. Interlumen leakage was observed between the distal and optical lumen. Interlumen leakage occurred in the catheter backform. No leakage or occlusion was observed in proximal and medial lumens. No other visible damage/inconsistency was observed from the returned catheter. A cut down of the backform was performed for further evaluation, and a gap was observed inside the backform between distal lumen and optical fiber lumen that could lead to internal leakage. The device history record review was completed and the product passed without nonconformances. As part of the manufacturing process, 100% of the units go through a dry leak test. This dry leak test is performed after the backforming process and in the sub assembly manufacturing process as well. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore, a root cause could not be established.